Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 327 mg/dl for approximately 6 hours while using the ilet, with no device alarms, no observed infusion set leaks or detachment, and a suspected positional issue from sleeping on the tubing; the user was guided through a set change, after which glucose trended downward. Symptoms included high blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no medical or professional intervention. Investigation included troubleshooting and user education on infusion set management and supply replacement. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia, with a plausible contribution from tubing occlusion due to sleeping position. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.